Manufacturer narrative:
No malfunction of the information center occurred. A patient death occurred after staff failed to implement an alternate form of monitoring when wireless monitoring was removed from the patient. The issue is consistent with a use related issue; staff were aware that wireless telemetry monitoring was not operational and did not arrange for an alternate means of providing continuous monitoring. The patient went unmonitored, and experienced a change in condition.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was stated that a patient was being monitored on telemetry by the cardiac department which was in another location from the patient. The telemetry device lost connection to the network and was removed by a nurse but an alternate means of monitoring was not immediately established. The patient expired during the night. Information was provided that a ups had failed which supported power to telemetry infrastructure equipment and in addition to this another patient brought a 4g router into the hospital which created a source of wireless interference. These contributed to the signal loss. It is not known if use of the device may have been a contributing factor therefore philips will report.